Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 260 mg/dl at the time of the incident. Customer stated that the act button not working. Troubleshooting was performed. Customer was advised the insulin pump will need to be replaced and was discontinue use of the insulin pump and recommended customer refer to backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window. Device received with no button response due to unlocked lcd keypad connector. Unable to verify low battery alarm and perform displacement test, idle current test, run current test, self test and off no power test due to no button response.